Manufacturer narrative:
The event product, minus the tissue bag and cord loop, was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The root cause of the customer's experience is likely due to failing to fully deploy the device. The damage observed on the deployment mechanism indicates that the customer overrode the ratchet mechanism by trying to retract the actuator before fully deploying the device. If the user uses force to override the ratchet mechanism, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Applied medical received additional information via email on may 26, 2017 from an applied medical team member- the metal arms (metal tine) broke off outside of the patient after the device was removed from the abdomen. The surgeon was attempting to pull back on the actuation rod and the metal arms flew off of the shaft within the or and not inside the patient abdominal cavity. We will note down that an in service has been conducted and no further issues have been reported.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Lap chole - "when bag deployed appeared as bag was falling off metal opening arm. When attempting to close bag metal tine broke off in patient. Item retrieved" applied medical received additional information from the sales rep on (B)(6) 2017 via email: the surgeon informed me that the bag did slide off the metal arms once deployed. She was able to bag the specimen with the use of a grasper. When trying to pull back on shaft to remove from patient she said it did not pull back with ratcheting motion and seemed stuck. She was able to pull shaft out of the trocar. When removed the metal arms flew off of shaft outside of patient. Type of intervention - "item retrieved". Patient status - no patient injury.